Event description:
It was reported to philips that fluoroscopy could not be performed with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by using a wireless footswitch. The remote service engineer (rse) connected with the customer, who reported that the wired footswitch is not working and an error message 'fluroscopy failed' was displayed. The philips field service engineer (fse) went onsite and confirmed the reported issue. The cause of the issue was due to the broken retaining screw of the wired footswitch plug, leading to a misconnection that impacted the fluoroscopy function. The philips engineer replaced the wired footswitch. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.